Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the biosure pk screw broke during insertion. All the components were removed from the patient. The procedure was completed with non-significant delay. It is unknown if there was a back up device available. No further complications were reported.

Event description:
It was reported that during an arthroscopy, the biosure pk screw broke during insertion ((B)(4)). All the components were removed from the patient. The procedure was completed with non-significant delay. It is unknown if there was a back up device available. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4) .